Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off and missing the black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test basic occlusion test and occlusion test due to reservoir lip broken. Pump passed rewind test, prime or a33 test and excessive no delivery test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and no delivery alarm. Customer reported that the drive support cap was normal. Customer stated that the insulin pump did not receive motor position encoder error alarm. Customer stated that the insulin pump alarm history contains more than one motor error alarm within a 30 day period. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.